Event description:
It was reported that the patient was experiencing bradycardia with a heart rate below the programmed lower rate of 40 beats per minute. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.